Event description:
Ous MDR - it was reported that, after an implantation time of about 22 months, artifacts with an inappropriate shock delivery were observed via home monitoring. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the lead under complaint was scrutinized, including a visual and an electrical analysis. The analysis of the lead demonstrated a damaged insulation at 36 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the observed artefacts mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment. The available diagnostic images support this assumption. The analysis did not reveal any sign of a material or manufacturing problem.